Manufacturer narrative:
The customer's test strips and coaguchek xs meter were provided for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter: 2.4 inr, customer strip and meter: 2.4 inr. Donor #2: master lot and retention meter: 3.0 inr, customer strip and meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that he received erroneous results when testing on coaguchek xs meter with serial number (B)(4). The patient also stated that he received an unknown error. The first result from the patient's meter was 5.9 inr at 1:53 p.m.. At 1:57 p.m., the result from the patient's meter was 2.9 inr. The same finger was used for both of these tests. The patient reported both results to the doctor. Based on the results, the patient then went to the doctor where he was tested using the doctor's coaguchek xs meter and the result from this meter was 3.8 inr around 2:45 p.m.. A different finger was used when testing on the doctor's meter. The doctor believed the result from the doctor's meter and did not believe the results from the patient's meter to be correct. The doctor did not change medication based off of the result from the patient's meter. The doctor lowered the patient's coumadin dosage based off of the result from the doctor's meter. The patient is not anemic, is not on heparin therapy, does not suffer from antiphospholipid antibodies, and is not on direct thrombin inhibitors. The patient's coumadin dosage has been changed prior to (B)(6) 2016. Coumadin was taken by the patient on (B)(6) 2016 at 12 a.m.. The patient has had no new medication in the last month. The patient has not missed any doses. The patient has had no diet changes and has not experienced any abnormal bleeding or bruising. The patient's therapeutic range is 2.5 - 3.5 inr. The patient tests once per week. A display check was performed on the meter and there were no missing segments on the display. The patient's product has been requested for investigation and replacement product has been shipped to the patient. Relevant retention test strips (lot 128043-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were found to be acceptable.